Event description:
It was reported the error message stated "conductivity too low".

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period (B)(4) 2012. Eval; the unit was received along with the power cord; there was no user manual or handpiece. The error log revealed a f5 fault (rf module monitor has detected a rf module failure). An f5 fault will occur when the dc power supply boots into an uncertain state. For safety reasons, the system must be power-cycled before it can deliver rf energy. This unit was repaired and had applicable software/hardware upgrades and was recertified for use.